Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a cougar xt 0.014" guide wire to treat a moderately tortuous, severely calcified distal lesion in the circumflex. There was no damage noted to the device packaging. There were no issues noted when removing the device from the packaging. The device was inspected with no issues. The device was prepped per IFU with no issues. The wire tip was formed by the physician. There was no resistance moving the wire forward. Excessive force was not used. The physician was working from the right radial artery and was using a medtronic ebu guide catheter. The distal wire became folded up on itself in the distal vessel. It is reported that during removal the wire broke, and a portion of the device detached and appeared trapped under the stent or in the calcium. No intervention was performed, the device portion remains trapped in the patient. No further patient injury is reported.